Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. A manufacturing record evaluation was performed for the finished device lot number qkmbcu, and no non-conformance's related to the reported complaint condition were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4). This medwatch report is in response to receipt of maude event report mw5100895. Note: event reported in 2210968-2021-05156 and 2210968-2021-05157. " trade name - irgacare " active ingredient(s) triclosan.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. During the procedure, the suture was breaking. Exchanged for a different lot number with no further issues. There were no patient consequences reported. No additional information was provided.